Event description:
Customer states: during pre-test prior to use on a pt a nurse found the trach cuff could be inflated normally, however it would not be deflated. After removed the stylet and injected the air by syringe, found it could be both inflated and deflated. No pt involvement. Reported the stylet was bent at the adjacent part of trach cuff.

Manufacturer narrative:
Pending sample for analysis.